Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked and twisted.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that a catheter kink occurred. The patient presented with st-elevation myocardial infarction. The 90% stenosed target lesion was located in an extremely calcified right coronary artery (rca). Opticross 6 hd was advanced through a guide catheter for ultrasound examination of the target lesion. When the opticross was near the ostium of the rca, the shaft bent midway. The catheter could not be pulled back into the guide catheter, so everything was removed together. There were no patient complications, and the procedure was completed successfully with another of the same device. However, device analysis revealed the imaging window was twisted.